Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead dislodged. The atrial sensing from the device was sensing the right ventricular (rv) activity and the atrial pacing from the device resulted in rv capture. A lead revision was attempted, but the lead was repositioned twice and continued to drop/dislodge. The lead was ultimately removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted there is a cut in the outer insulation with minimal blood ingression at 24.8 cm. The lead was able to be passed through a 7 fr introducer. Accurate measurement of the helix is not possible due to the helix being bent. The helix will not fully retract due to blood behind the helix stop on the helix shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.